Event description:
Healthcare professional encountered problems weaning the pt off bypass. An intraoperative trans-esophageal echocardiogram revealed that the valve was not closing. The valve was replaced with a hancock valve.